Manufacturer narrative:
The customer reported that there was a patient death because of the ongoing signal loss issues they have been experiencing. They stated it occurred today at 14:09, and that they were able to see the patient waveforms at 13:00, but at 13:07 the central nurse's station (cns) showed signal loss. It showed signal loss from 13:07 to 14:09. At 14:09. They stated that the patient coded, and they discovered that the patient had passed away. They said that this signal loss issue has been ongoing this entire year. This signal loss issue can last up to 3 to 4 hours on the tiles. They said multiple nihon kohden employees have visited the site and have not been able to solve the signal loss issue. Nihon kohden is actively trying to resolve this issue. Additional model information: concomitant medical device: the following device(s) were being used in conjunction with the cns telemetry transmitter: model: zm-531ra, sn: (B)(4). Model: zm-531ra, sn: (B)(4). Model: zm-531ra, sn: (B)(4). Model: zm-531ra, sn: (B)(4). Model: zm-531ra, sn: (B)(4). Model: zm-531ra, sn: (B)(4). Model: zm-531ra, sn: (B)(4). Model: zm-531ra, sn: (B)(4). Model: zm-531ra, sn: (B)(4). Model: zm-531ra, sn: (B)(4). Model: zm-531ra, sn: (B)(4). Model: zm-531ra, sn: (B)(4). Model: zm-531ra, sn: (B)(4). Model: zm-531ra, sn: (B)(4). Model: zm-531ra, sn: (B)(4). Model: zm-531ra, sn: (B)(4). Model: zm-531ra, sn: (B)(4). Model: zm-531ra, sn: (B)(4). Model: zm-531ra, sn: (B)(4). Model: zm-531ra, sn: (B)(4). Model: zm-531ra, sn: (B)(4). Model: zm-531ra, sn: (B)(4). Model: zm-531ra, sn: (B)(4). Model: zm-531ra, sn: (B)(4). Model: zm-531ra, sn: (B)(4). Model: zm-531ra, sn: (B)(4). Model: zm-531ra, sn: (B)(4). Model: zm-531ra, sn: (B)(4). Model: zm-531ra, sn: (B)(4). Model: zm-531ra, sn: (B)(4). Model: zm-531ra, sn: (B)(4). Model: zm-531ra, sn: (B)(4). Model: zm-531ra, sn: (B)(4). Model: zm-531ra, sn: (B)(4). Model: zm-531ra, sn: (B)(4). Model: zm-531ra, sn: (B)(4).

Event description:
The customer reported that there was a patient death because of the ongoing signal loss issues they have been experiencing. They stated it occurred today at 14:09, and that they were able to see the patient waveforms at 13:00, but at 13:07 the central nurse's station (cns) showed signal loss. It showed signal loss from 13:07 to 14:09. At 14:09. They stated that the patient coded, and they discovered that the patient had passed away. They said that this signal loss issue has been ongoing this entire year. This signal loss issue can last up to 3 to 4 hours on the tiles. They said multiple nihon kohden employees have visited the site and have not been able to solve the signal loss issue. Nihon kohden is actively trying to resolve this issue.